Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Correction: evaluation codes. The external visual inspection revealed broken electrode wires near the fantail region. The photographic imaging inspection confirmed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The dissection and scanning electron microscopy analysis revealed evidence of tensile breaks on several electrode wire ends. The reported complaint of no lock could not be verified during this analysis. However, the photographic imaging inspection and scanning electron microscopy analysis revealed broken wires near the fantail region. It is believed that these breaks caused the impedance failure in the field. A CAPA was implemented. In addition, it is believed that an electrostatic discharge (esd) event led to an overload voltage, damaging structures on the node inside the analog integrated circuit prior to receipt. This is what caused several test failures which were observed during the analysis. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed broken electrode wires near the fantail region. The photographic imaging inspection confirmed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. Dissection and scanning electron microscopy analysis revealed evidence of tensile breaks on an electrode wire end. This is an interim report.